Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the non of the buttons of the insulin pump were responding. The customer's blood glucose value was 121 mg/dl at the time of the incident. The customer stated that they were stuck in the rain and the insulin pump got wet. The customer later changed the battery due to an alert and received an unexpected restart alarm but non of the buttons were responding. The customer was unable to perform troubleshooting as the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen noted. Time/clock moved. Device received with button error alarm and had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, and displacement test or verify a21 alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection.